Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to a myocardial infarction. It was not reported whether the pt was connected to a hc device at the time of death or whether pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device has been received, however, the evaluation of the device has not been completed yet. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing but failed functional testing due to a system error that was encountered. A simulated therapy was completed successfully and the device passed volumetric accuracy testing. The device failed temperature verification. The failures encountered during testing were determined to be unrelated to the reported event. An internal and external visual inspection was performed with no issues noted. Upon conclusion of the investigation, no malfunctions, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.